Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: physician inserted the dilator over the guide wire and felt resistance. The dilator was removed and the tip of the dilator was split. A new kit was opened to obtain a new dilator and the cvc was successfully placed. No patient injury or complication reported.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed, and a potentially relevant finding was identified. A non-conformance was initiated for batch 71c19h1065 to address the issue of burns on the dilator hub. Despite this, it cannot be confirmed if this issue is linked with this complaint as the sample was not returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: physician inserted the dilator over the guide wire and felt resistance. The dilator was removed and the tip of the dilator was split. A new kit was opened to obtain a new dilator and the cvc was successfully placed. No patient injury or complication reported.